Event description:
Customer reports back to back testing to a professional meter while using the compact system with results of 94mg/dl on customer's meter and 40mg/dl on professional meter. Qc were expired. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.